Event description:
A physician attempted arteriotomy closure using the starclose device after a diagnostic procedure. Two days post procedure, the pt developed a large hematoma of unk size. A doppler study was performed and showed a stenosis of 50-99% at the access site. The pt's status is unk.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.